Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (audio bolus button damage prior to tactile change) issue. The reporter alleged the audio bolus button was under responsive. The audio bolus button cover was missing/peeling prior to this occurrence. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: during investigation, the audio bolus button cover was discovered to be missing. The audio bolus button was unable to be tested due to the cover missing. The audio bolus button contact was observed to be pushed in and inverted. It was determined that the inverted audio bolus button contact caused the keypad to be inoperable. No physical damage was observed on the keypad. The keypad was removed to find no contamination or physical damage.